Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal did not roll properly. They didn't roll into a "burrito" shape, but rather folded the seal edges onto one another making it impossible to fit into the delivery tube. Another heartstring seal was used without further incident. No pt effects were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was in the loader and the seal was in the loading position in the loader device, with the delivery tube pressing against it. The seal was partially folded and inserted into the delivery tube. The plunger had not been depressed. Based upon these findings, the complaint that the seal failed to load is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to the complaint. (B) (4).